Event description:
This was reported as a closure of the left common femoral artery with a prostyle device using a 6f sheath after an angioplasty, stenting and thrombectomy procedure. Reportedly, when the device was being removed after deployment, the suture, along with the knot, came out of the patient anatomy as it was deployed outside of the vessel. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment are related to the circumstances of the procedure. In this case, the returned suture and the account noted the suture was deployed a sub-optimal depth. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.